Event description:
Home pt reports leak from door of homechoice machine during prime, prior to pt connection. Home patient discontinued treatment and could not detect exact source of leak in cassette of homechoice set. Per home patient, sample discarded and there was no injury or medical intervention.